Event description:
It was reported that a filter was implanted in between l2 and l3. The patient went to the hospital 20 hours after implantation c/o abdominal pain, nausea, and emesis 2x during the night. The filter was discovered to have shifted caudally to the bifurcation. Half of the legs were in one iliac vein and the rest of the legs were in the other iliac vein. The filter was removed the same day.